Event description:
A malfunction was reported with the pump, displaying a fault ID and malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.